Event description:
It was reported that during a kyphoplasty procedure, the glass ampule for the monomer in the cement kit had an uneven break pattern with sharp edges when opened. The case proceeded normally with no complications. The product did not come in contact with the patient. No patient complications have been associated with the event.

Manufacturer narrative:
(B)(4)